Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the circumflex. During a staged procedure one resolute onyx was used to treat a lesion located in the lad and atherectomy was performed. Approximately 23 days post index procedure and 9 days post staged procedure, the patient suffered chest pain due to possible stent thrombosis. Patient had a re-coronary angiogram. Patient is recovered. Investigator assessed that the event is unlikely related to index device or antiplatelet medication. Sponsor assessed that the event is probably related to the device and not related to the antiplatelet medication.

Manufacturer narrative:
Cec adjudicated the stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.